Event description:
The customer identified an additional sample of a resus bag part# 2k8005 lot# 0000355656 with an occluded oxygen tubing connector while reviewing all product at their facility.  The occlusion was discovered before the bag was used on a patient.

Manufacturer narrative:
Report number: 1423507-02/04/09/2013/2013-003-r.carefusion has decided to initiate a voluntary recall/removal of the adult airlife resuscitation bags that was initiated on april 22, 2013 as a remedial action to mitigate patient risk.

Manufacturer narrative:
(B)(4). Results of evaluation: the customer return sample was received and evaluated. It was observed that the connector (component# 65-4198c) was occluded. Visual examination showed a thin green film covering the opening in the center of the connector causing a total occlusion. Pictures were taken of the connector as well as the resuscitation bag. These pictures were provided to the manufacturing plant for further evaluation. Device history record review for lot# 0000355656 of finished good 2k8005 did not reveal any issues. However, during evaluation of the records for the batch of component 65-4198c that went into the finished good, it was noted that the molding area identified occluded units during manufacture. The mold has two round pins that form the thru hole and they meet in the middle of the part. They are designed to "shut off" against each other under high pressure so the hole is continuous. The root cause for this occlusion is the core pins of the mold not having a good shut off and plastic material flashed between the pins. After the molding area was notified, the mold was sent for repair. Manufacturing personnel were notified of this incident. Additionally a 100% visual inspection of component 65-4198c was added to the manufacturing process. Carefusion has opened a corrective and preventative action report ((B)(4)) to document this root cause investigation and corrective actions.

Manufacturer narrative:
(B)(4) upon completion of the investigation, a follow up report will be sent to the FDA.